Event description:
Gouty attack [gout], arthritis left knee [arthritis], pyrexia [pyrexia], joint effusion [joint effusion], left knee pain [arthralgia], left knee swelling [joint swelling], wbc: 65000 in joint fluid [synovial fluid white blood cells positive]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) male pt, initials (B)(6) with pain. The pt's medical history was significant for previous treatment with synvisc on (B)(6) 2011, pain and previous treatment with suvenyl injection. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection (dose regimen not provided) in the left knee. The lot number of synvisc was not provided. On the same date, the pt experienced pain, swelling and arthritis in left knee. On (B)(6) 2012, the pt had arthrocentesis in which 25 cc yellow opacified fluid was aspirated. On the same date, the pt's c-reactive protein (crp) value was more than 7.0 (units and normal range not provided). On (B)(6) 2012, the pt was hospitalized and experienced pyrexia. On the same day, arthrocentesis was performed and 40 cc fluid was aspirated and the pt started treatment with meropenem hydrate and levofloxacin hydrate because there was a suspicion of infection. On (B)(6) 2012, the pt's body temp was found to be 38 degrees celsius and arthrocentesis was performed (40 cc fluid was aspirated). On 08/01/2012, arthrocentesis was performed in which 20 cc fluid was aspirated and the pt had intra-articular lavage. On (B)(6) 2012, the pt recovered from the event of pyrexia and arthrocentesis was performed (25 cc fluid was aspirated). On the same date, the fluid culture was found to be negative and synovial fluid analysis showed calcium pyrophosphate negative, crp was found to be 23 (units and normal range not provided) and white blood cell (wbc) count was 65000 on (B)(6)2012, the pt developed gouty attack. On (B)(6) 2012, the pt was discharged from the hospital. On (B)(6) 2012, the event of pain resolved and arthrocentesis was performed and 40cc fluid was aspirated. On the same date, the pt initiated treatment with celecoxib and chinese medicines. The action taken with synvisc treatment was not provided. The events of swelling arthritis in left knee were not yet recovered and the outcome for the event of gouty attack, joint effusion, synovial fluid white blood cells positive was not provided. Relevant concomitant medications reported include antihypertensives and proton pump inhibitors. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the events of arthritis left knee, joint effusion, pyrexia, wbc: 65000 in joint fluid, left knee pain and swelling as probable and did not provide a causal relationship between synvisc and the event of gouty attack.

Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. The qa (quality assurance) investigation results were received on (B)(4) 2012.